Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a death occurred while using the trilogy evo ventilator. The patient had passed away on the ventilator and the patient's caregiver, the wife, was concerned that the ventilator did not alarm. It was reported that the patient was on avaps-ae and all the alarms were turned off. The device settings at the time of the incident were passive avaps-ae vt 450 max p 20 epap min 6 max 10 avaps speed 5 ps min 5 max 10 rr 12 itime 1.0 rise 3 trigger auto trak 4l o2 under mask. The therapy data and alarm/event log were retrieved. The patient's tidal volume and minute ventilation had significantly decreased, tidal volume was around 100mls. The patients epap was at the minimum setting of 5cmh2o at this time and their ps was at its max of 10cmh2o. It was stated that all settable alarms were turned off, no circuit disconnect alarm, no respiratory rate alarm, no tidal volume, no minute ventilation. The pressures the ventilator was delivering were within the expected pressure and that the ventilator functioned properly. The ER notes stated that the police officer notified the doctor, and it was deemed natural death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The evo device was returned to the philips investigation lab for evaluation due to "patient passed away on trilogy evo". The device was run and tested on the trilogy evo test station. In the event log, it was observed that the device was turned on and off and then alarmed for low expiratory pressure. The device was tested on the trilogy evo multi-function test station and passed all applicable test steps. Philips investigation lab was unable to duplicate any failure and has determined that the trilogy evo functions as designed. Based off the information provided and currently available, foreseeable unintentional use error: failure to appropriately set patient therapy alarms was noted.

Event description:
The manufacturer received information alleging a death occurred while using the trilogy evo ventilator. The patient had passed away on the ventilator and the patient's caregiver, the wife, was concerned that the ventilator did not alarm. It was reported that the patient was on avaps-ae and all the alarms were turned off. The device settings at the time of the incident were passive avaps-ae vt 450 max p 20 epap min 6 max 10 avaps speed 5 ps min 5 max 10 rr 12 itime 1.0 rise 3 trigger auto trak 4l o2 under mask. The therapy data and alarm/event log were retrieved. The patient's tidal volume and minute ventilation had significantly decreased, tidal volume was around 100mls. The patients epap was at the minimum setting of 5cmh2o at this time and their ps was at its max of 10cmh2o. It was stated that all settable alarms were turned off, no circuit disconnect alarm, no respiratory rate alarm, no tidal volume, no minute ventilation. The pressures the ventilator was delivering were within the expected pressure and that the ventilator functioned properly. The ER notes stated that the police officer notified the doctor, and it was deemed natural death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.